Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on the cystic artery after firing. The surgeon was able to remove the device without injuring the tissue by opening handles several times. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.